Event description:
It was reported that (1) lcsk5 was used during a laparoscopic oophorectomy procedure. It was reported by the rep that the harmonic scalpel was used at beginning of case. The blade did not work after several moments(solid tone). The case was completed using electrosurgery. There was no consequence to pt.